Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the hydrophilic tip coating peel exposing the distal tip of the metal core wire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the hydrophilic tip coating peel exposing the distal tip of the metal core wire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction: note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-09010 and 3005099803-2013-09011 for the other associated device information.

Manufacturer narrative:
A visual examination presents two sections with pebax peeled, exposing the core wire at approximately 0.5 cm from the distal end with a length of 0.4cm and the second section approximately 3.6 cm from the distal end with a length of 0.05 cm. The body jacket presents several marks (rough finish) approximately 8 cm from the distal end, with length of 17 cm. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is not consistent with the return that the distal tip peeled exposing the tip of the corewire. It is most likely that due to unstated procedure and possibly clinical factors may have contributed to the device damage,also, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. Based upon the investigation results the event has been changed to non-reportable. A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
Reported event of guidewire distal tip damage, exposing the tip of the metal core wire. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.